Manufacturer narrative:
Other, other text: d4 UDI: (B)(4). Device evaluation: one device received for investigation. Visual inspection found the device was received in with the CPAP knob cracked, the other 3 small knobs are non OEM components, the tidal volume knob rubs on the battery compartment, and battery cover was cracked and front panel was damaged. The reported problem was duplicated and found during visual inspection. Physical impact to the device lead to reported problem. For all enquiries or follow-up questions related to the record, do not use regulatory. (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Manufacturer narrative:
Other text: additional information: a1, b5, and h6 - health effects codes.

Event description:
Additional information was received: event occurred while testing the unit. No patient was injured and the unit was not used on a patient when the issues was found.

Event description:
It was reported that the battery case was cracked. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.